Event description:
The company representative reported that the customer was submitted to the hospital. The insulin pump's buttons were unresponsive. The customer took out the battery several times, and got the insulin pump to work for a few minutes. They were able to deliver a bolus, but the buttons became unresponsive again. The customer's blood glucose was between 5 mmol/l and 7 mmol/l. The customer is using a loaner insulin pump and their blood glucose is normal again.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was tested after cleaning keypad and keypad traces. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.